Manufacturer narrative:
Mmdg evaluated the pump returned by the customer and concluded that a bent platen and a broken rear case post contributed to the volumetric inaccuracy observed by the customer. Mmdg determined that the observed physical damage was most likely due to the pump being dropped. The pump labeling contains a warning notice that "impact may cause damage."

Event description:
Biomedical engineer customer reported that a curlin 6000 ambulatory infusion pump with the painsmary iod configuration over infused by approximately 20 ml during testing. (B)(4).